Event description:
It was reported that the large needle driver had a damaged tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a severely bent grip, causing side to side tips. A piece measuring approximately 0.068" x 0.130" was not returned with the instrument. The complaint regarding damaged tip was confirmed by failure analysis.